Manufacturer narrative:
Results: bd received actual sample from the customer facility for investigation. Actual sample was visually confirmed for customers' indicated failure mode for leakage. Retention samples were selected from bd inventory for evaluation, and the customers' indicated failure mode for leakage was not observed as all (B)(4) samples met specifications following simulated venous draw with multiple tubes. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the retained samples.

Event description:
Leakage where holder and needle are connected, as well as in flash area, from a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.